Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer was able to clear the alarm and resume insulin howevever the temperature alarm kept recurring.the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.